Event description:
A customer contacted baxter's global technical service center requesting a swap of the homechoice (hc) device because the hc would not read the procard. The registered nurse (rn) stated the hc was doing 4 cycles and it should be doing 3 cycles. The technical service representative (tsr) asked the rn if the therapy setting had been changed on the procard and the rn said no. The tsr explained if the therapy settings were manually changed and the therapy settings on the procard had not changed, the hc would continue doing the manually changed therapy settings. The tsr explained the hc would be swapped and explained the swap procedure. Continuous ambulatory peritoneal dialysis (capd) use was discussed until the machine was replaced. There was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance followed-up with the peritoneal dialysis (pd) rn on (B)(6) 2010. Due to ongoing fibrin issues and discomfort, the hp was temporarily placed on capd. The pd rn stated the patient would soon be continuing therapy on the cycler.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)94). Evaluation summary: the device passed the homechoice return instrument test/evaluation (rite) functional test and rite electrical test. The reported issue of the device doing 4 cycles when should be doing 3 cycles was confirmed in the logs. The cause was determined to be: therapy program changed from 11000ml to 10500ml. During review, the current labeling was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.